Event description:
The initial reporter alleged discrepant results for one specimen tested with the kit cobas 6800/8800 mpx 96t ce-ivd assay on the cobas 6800 instrument. On (B)(6) 2020, sample ID (B)(6) was reported as reactive for hiv with a cycle threshold (CT) value of 41.1. On (B)(6) 2020, the same sample was retested and was non-reactive for all targets. Serology results for the sample were not available, and the true result of the sample is not known.

Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6). The investigation determined that the discrepant result is likely related to the sample being at or below the 0.5x limit of detection (lod), which is within the performance expectations of the assay. A review of batch records, product release data, stability data, and internal non-conformance records did not identify any systemic issues or reagent contributions related to the reported event. No trends were observed in the batch trend analysis or complaint history review. A definitive cause for the reported event could not be determined as serology results for the sample were not available, and the true result of the sample remains unknown.